Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was tested for leaks and failed all leak testing. Removal of the handle cap to inspect the internal components and found the external valve to be torn by the opening slit designed to seal around an inserted device. Based on all available information, the "cause traced to component failure" conclusion code was selected for the allegations of "visible air/bubbles" and "leak."

Event description:
It was reported that during a pulsed field ablation procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During device preparation, the physician was testing aspiration, and the sheath took air from the hemostatic valve. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During device preparation, the physician attempted to aspirate the sheath and it took air from the hemostatic valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.